Manufacturer narrative:
A review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. During the investigation evaluation, a review of the current versions governing the manufacturing and quality controls was conducted. This review surmised that the current process and quality inspection checks are in place to ensure the functionally and device integrity prior to shipment. No specific issue with this documentation that may have contributed to this failure mode was found, and the complaint devices were found to be manufactured within specification. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook tpn double lumen tpn catheter set broke where the hub and silicone catheter connect. To date, additional information has been requested three times, but no additional information is available. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.